Event description:
Procedure type: lap gastric bypass. Pt: female. According to the reporter: the orvil anvil was detached from the tube and became lodged in the esophagus. The surgeon had to fish it out with a snare and using the egd scope. The reporter stated, the esophagus was strictured as the pt was large, therefore, the anvil was difficult to pass. The surgeon ended up doing a hand sewn anastomosis. Surgery time was delayed more than 30 minutes. No tissue loss and no bleeding occurred as a result and no pt injury was reported.

Manufacturer narrative:
Initial report sent: 04/04/2008.